Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple samples after the quality controls were found to be out of range on (B)(6) 2021. The following data was provided: sid (B)(6) initial result = 81.08 umol/l, repeat = 6.8 umol/l. Sid (B)(6) initial result = 75.15 umol/l, repeat = 5.1 umol/l. Sid (B)(6) initial result = 70.42 umol/l, repeat = 7.2 umol/l. Sid (B)(6) initial result = 65.26 umol/l, repeat = 6.6 umol/l. Sid (B)(6) initial result = 73.76 umol/l, repeat = 7.4 umol/l. Sid (B)(6) initial result = 90.35 umol/l, repeat = 14 umol/l. Sid (B)(6) initial result = 72.66 umol/l, repeat = 7.1 umol/l. Sid (B)(6) initial result = 89.10 umol/l, repeat = 10 umol/l. Sid (B)(6) initial result = 79.47 umol/l, repeat = 11 umol/l.. Sid (B)(6) initial result = 72.92 umol/l, repeat = 4.8 umol/l. Sid (B)(6) initial result = 85.37 umol/l, repeat = 12 umol/l. Sid (B)(6) initial result = 94.81 umol/l, repeat = 16 umol/l. Sid (B)(6) initial result = 179.40 umol/l, repeat = 33 umol/l. Sid (B)(6) initial result = 133.11 umol/l, repeat = 13 umol/l. Sid (B)(6) initial result = 91.82 umol/l, repeat = 11 umol/l. Sid (B)(6) initial result = 70.18 umol/l, repeat = 9.8 umol/l. Sid (B)(6) initial result = 108.58 umol/l, repeat = 5.9 umol/l. Sid (B)(6) initial result = 115.80 umol/l, repeat = 11 umol/l. Sid (B)(6) initial result = 75.88 umol/l, repeat = 6.5 umol/l. Sid (B)(6) initial result = 52.01 umol/l, repeat = 3.5 umol/l. Sid (B)(6) initial result = 102.99 umol/l, repeat = 6.7 umol/l. Sid (B)(6) initial result = 55.27 umol/l, repeat = 7.2 umol/l. Sid (B)(6) initial result = 101.92 umol/l, repeat = 3.7 umol/l. Sid (B)(6) initial result = 79.51 umol/l, repeat = 5.1 umol/l. Sid (B)(6) initial result = 90.24 umol/l, repeat = 8.7 umol/l. Sid (B)(6) initial result = 144.55 umol/l, repeat = 6.3 umol/l. Sid (B)(6) initial result = 143.02 umol/l, repeat = 24 umol/l. Sid (B)(6) initial result = 66.14 umol/l, repeat = 5.5 umol/l. Sid (B)(6) initial result = 70.90 umol/l, repeat = 5.6 umol/l. Sid (B)(6) initial result = 50.62 umol/l, repeat = 6.7 umol/l. Sid (B)(6) initial result = 88.55 umol/l, repeat = 11 umol/l. Sid (B)(6) initial result = 93.98 umol/l, repeat = 11 umol/l. Sid (B)(6) initial result = > 420.00 umol/l, repeat = 97 umol/l. Sid (B)(6) initial result = 237.48 umol/l, repeat = 41 umol/l. Sid (B)(6) initial result = 67.72 umol/l, repeat = 10 umol/l. Sid (B)(6) initial result = 90.38 umol/l, repeat = 9.2 umol/l.. Sid (B)(6) initial result = 113.38 umol/l, repeat = 12 umol/l. Sid (B)(6) initial result = 109.13 umol/l, repeat = 5.6 umol/l. Sid (B)(6) initial result = 121.70 umol/l, repeat = 7.5 umol/l. Sid (B)(6) initial result = 847.43 umol/l, repeat = 97 umol/l. Sid (B)(6) initial result = 112.02 umol/l, repeat = 15 umol/l. Sid (B)(6) initial result = 62.23 umol/l, repeat = 6.2 umol/l. Sid (B)(6) initial result = 106.46 umol/l, repeat = 9.7 umol/l. Sid (B)(6) initial result = 94.49 umol/l, repeat = 11 umol/l. Sid (B)(6) initial result = 65.56 umol/l, repeat = 8.1 umol/l. Sid (B)(6) initial result = 91.48 umol/l, repeat = 14 umol/l . No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 58870uq01. Trending review did not identify any trends for the complaint issue for the product. Return testing was not completed as returns were not available. As part of troubleshooting the customer removed the suspected wedge and replaced it with a new one same lot. After replacing the wedge quality controls and patient samples were in the normal range. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and found to adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin reagent lot 58870uq01 was identified.